Manufacturer narrative:
Patient identifier not provided. Age and date of birth not provided. Sex not provided. Weight not provided. Device product code not available; product unknown. Lot number unknown / not provided. First/given name not provided. Device manufacture date unknown / not provided.

Event description:
Doctor indicated that an unknown 3i screw fastening the crown fractured inside the implant. The implant was removed was subsequently removed.

Manufacturer narrative:
One osseotite implant was returned for inspection. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.